Manufacturer narrative:
The actual device has not been returned to manufacturer to date. When a sample has been returned and a comprehensive evaluation has been completed, a follow-up report will be submitted.

Event description:
Cuff leakage which was in the pt for a long time, exceeding 30 days. No pt harm or change in therapy.